Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va01k4q, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40 ,lot# va01k4q, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
A healthcare professional from a clinical study for alzheimer's disease reported starting (B)(6) 2015 the patient had continued cognitive decline. The suspected cause was patient condition. Corrective action was other and the event required prolonged hospitalization. It was unknown if it was related to the study or programming. The event had not resolved.

Event description:
Additional information received reported the patient was admitted to a long term care facility. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.